Event description:
The customer reported the 4k autoclavable camera head flickers and reverts to color code screen. The event occurred during preparation for use and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed due to a faulty charged coupled device cable. In addition, cable failed test due to puncture and rear cover label fading were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
Updated fields: g3, g6, h2, h4, h6, and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the image failure (flickering/reversion to color code screen). The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. However, it is probable that the issue occurred because of poor contact with the video connector. The problem was thought to have been caused by a defective cable, however the exact cause of the poor contact was not determined. Olympus will continue to monitor field performance for this device.